Event description:
It was reported that the doctor had an issue of getting the lead into the introducer and when the lead helix was extended, it would not retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. The analyst noted that the lead measurement is at 54.5 cm and it is a 52 cm lead. When the lead has been stretched the inner tubing buckles and prevents the helix from functioning properly.